Event description:
The user reported the device alarmed and displayed system error as intended. The system continued to infuse at the programmed rates. The pt was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion. No further details about the event are available.